Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation concluded that the reported patient effect was related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received, indicating that the mitral stenosis occurred post procedure, on (B)(6) 2015. Per study physician, the mitral stenosis is related to the mitraclip procedure, but is not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2015: post-procedure mean pressure gradient=4 mmhg; (B)(6) 2016: mean pressure gradient=4 mmhg. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is conservatively filed for mild mitral stenosis post procedure. It was reported that on (B)(6) 2015, the patient with functional mitral regurgitation underwent a mitraclip procedure with implantation of one mitraclip, reducing the mitral regurgitation (mr) from grade 3+ to 1+. On hospital discharge, the mean pressure gradient was 4 mmhg. On (B)(6) 2016, the patient underwent a transthoracic echocardiogram and mild mitral stenosis was noted, with mean pressure gradient of 4 mmhg. Per study physician, the mitral stenosis is not related to the study device or study procedure. No treatment was provided and the event is considered non-serious. The mitral stenosis is continuing. No additional information was provided.